Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+2.0/091 into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault. In a separate surgery that day a longer length lens was implanted and this resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).